Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure due to pain and instability. Surgeon is concern with the wear patterns on the poly insert. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient underwent a revision procedure due to unknown reason. Surgeon is concern with the wear patterns on the poly insert. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: persona tib np stm catalog # 42532006702 lot # 63750544. G2: south africa. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.